Event description:
It was reported the patient is receiving inadequate stimulation and the patient's lead is very superficial. It was also reported the patient was admitted to the emergency room due to the lead being superficial. As a result, the patient will discuss the issue(s) with his doctor.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.